Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Customer reports: transmitter not communicating anomaly. Unit received and placed unit under microscope and found contamination/corrosion damage at the connector pins. In conclusion, unable to perform functional test, verify rf communication test due to the contamination/corrosion damage at the connector pins. The customer complaint of communication anomaly could not be confirmed.

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.